Manufacturer narrative:
The response center engineer (rce) confirmed the issue via phone. There was a patient death reported. There was no allegation that the device did contribute to that death. It was confirmed by the customer that the device worked as expected as the alarm limits have not been tripped. The rce conferenced with the local technician and he confirmed that the technician was able to set their rhapsody system to maintain records for a full 7 days. With that the customer was able to retrieve the requested data. There was a request for retrieving data from a patient. Please note that the customer confirmed that the philips device has worked as expected and the data was retrieved from a rhapsody system which is not a philips device.

Event description:
The customer reported the nurse entered the patient¿s room and found the patient in respiratory arrest; they called a code. The nurse stated that the monitor did not alarm because the vitals were not out of range to alarms. The customer did not made a request of a fse on site. He only was seeking the patient¿s vital sign/wave history from both the ecare and piic ix information systems. Unfortunately, the customer was unable to retrieve any patient¿s history from the piic ix as the full disclosure option is 3 days. There was a patient death reported. There was no allegation that the device did contribute to that death. It was confirmed by the customer that the device worked as expected as the alarm limits have not been tripped.